Manufacturer narrative:
No product problem or systemic issue was identified. While it is difficult to pinpoint the exact reason, the discrepancies observed by the customer are likely sample-specific; a low titer sample that can have wavering results during repeat testing or a contamination event of the initial aliquot of the duo sample. .

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample initially generated a < titer min result using the cobas® sars-cov-2 duo assay for use on the cobas® 58/68/8800 systems. The same sample was retested on the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems and generated a negative result for sars-cov-2. The negative result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.